Event description:
It was reported to philips that when turning on the equipment, it shows an error message to contact philips and does not perform the auto test. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device shows an error message, when turning on the equipment and does not perform the auto test. Available details indicate that when turning on the equipment, the device shows an error message and does not perform the auto test. The device has reached its end of service (eos)/end of life (eol), and no repair service was performed by philips. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device has reached its end of service (eos)/end of life (eol), and no repair service was performed by philips. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.